Event description:
Healthcare professional reported, a right side rupture. Device remains implanted.

Manufacturer narrative:
E.1.: postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.